Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at thistime. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
The patient mentioned feeling diaphragmatic stimulation at 3 month follow-up. They are not sure when the symptoms started, but it could possibly been from implant. Reprogramming was done, which resolved the issue.